Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At the time of this report, the device was not returned so no evaluation has been performed. Based on the currently available information and without device evaluation, the complainant's event could not be verified. When the final evaluation has been done and additional information is obtained a follow up report will be submitted. Device history record review revealed nothing relevant to this event. This is the first complaint of this nature for this part/lot number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that due to a loosening of the glenoid (pegged glenoid) after initial surgery on (B)(6) 2012, a revision surgery had to be performed on (B)(6) 2016. Condition of rotator cuff and subscapularis at revision: ssc atrophy. No incidence of post surgical trauma. Status of humeral side(eclipse): stable. Postoperative infection 3 months after implantation. Used for subsequent revision: reverse.